Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has issue and customer requesting bench repair. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
No evaluation will be considered as this is a duplicate of MDR#1218950-2017-08753. No further investigation required.